Manufacturer narrative:
The battery installation unit gave an unexpected flashing white blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. The functional testing was unable to be performed including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The missing segments and partial display were unable to be confirmed due to the display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call display anomaly on the insulin pump. Customer¿s blood glucose level was 12.7 mmol/l. Troubleshooting for display anomaly was performed. Customer advised the display screen flashed and the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.